Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the broken castor occurred due to a fatigue fracture of the castor mounting spigot. The device is over 10 years old and operating beyond its designed expected working life (5 years). Additionally, there is no evidence of repair within the last 12 months and failure to maintain the unit in accordance with the maintenance and repair manual can potentially contribute to this failure mode. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. Section e3 was corrected to align with the information in the initial report. Sections h4, h6, and h10 were updated. Based on the results of the investigation, the definitive root cause of the damaged castor bolt could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, a damaged castor bolt was found. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
A wm-np2 workststation was returned to olympus for annual inspection. The customer did not report a specific complaint. The device was inspected, and the following reportable malfunction was identified: device failed for damage castor (no image available). There was no patient injury or adverse event reported to olympus.